Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has been completed.

Event description:
The customer reported that the dose recorded more for field than prescribed.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. No patients were mistreated. The site is using citrix and were upgraded without updating the correct vmi_4dons.dll. This file is the virtual machine interface dll specific for varian 4d and truebeam linacs. The issue is that mosaiq is recording too many monitor units when there is a partial treatment which is not a safety concern.